Event description:
It was reported that in the beginning of a surgery, after intubation of a patient, gas could not be provided to the patient properly. There was no report of patient harm. (B)(4).

Manufacturer narrative:
The patient cassette was replaced after the event and the hospital's biomedical department investigated the patient cassette without being able to find any deviations. Another patient cassette was placed in the anesthesia workstation and after a successful system check-out (sco), the anesthesia workstation was returned to service. The device logs and the replaced patient cassette was sent in for further investigation. The returned cassette was visually inspected and simulated-use tested without being able to reproduce the experienced event. The device logs confirmed difficulties when attempting to ventilate the patient in both manual and automatic ventilation but, the cause for these difficulties cannot be determined. The technical log contained no recordings at the time of the event. A successful sco was performed the day prior to the event. After the patient cassette replacement, a successful sco was performed and the anesthesia workstation was returned to service. Our conclusion into this matter (based on the received logs) is, that there was a leakage in the system at the time of the event but we are not able to determine the source from this investigation.

Event description:
(B)(4).